Event description:
It was reported that the patient experienced unspecified issue with ams 800 artificial urinary sphincter (aus). The entire aus system was removed and replaced with a new one. Additional balloon was added. Further information was requested and not yet received. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.